Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a active directory's default setting being set to the maximum value. The technical service engineer found that account locked and hospital information technology team changed the 'accountexpires' value to 0 to resolve the issue. The system functioned as intended after the technical service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a login issue, account locked. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.